Manufacturer narrative:
Gtin number: unavailable.

Event description:
In (B)(6) 2015, an aortic valve replacement was performed due to endocarditis and this 21 mm sjm biocor valve was implanted. Seven months postoperatively, the patient presented with dyspnea and precordial pain. An echocardiogram showed aortic stenosis. On an unknown date, the valve was explanted and replaced. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth on the inflow surface of all three cusps, which narrowed the inflow diameter. Outflow thrombus was found on the outflow surface of all three cusps. No acute inflammation or significant calcifications were found, and gram stains were negative for organisms. No evidence was found to suggest the cause of the pannus and thrombus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.